Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unknown size taxus express2 drug eluting stent in an unknown location. An unspecified amount of time later, stent thrombosis was found. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. As no device was received for analysis it is not possible to perform any inspections on the device, therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The exact cause of the complaint could not be determined, therefore, the most probable root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.